Event description:
It was reported that the patient's system was explanted.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Event date is an estimation.

Event description:
It was reported that the patient was not receiving adequate therapy. X-rays revealed that the patient's lead had migrated. Surgical intervention is expected to address the issue.